Event description:
It was reported that the vns patient began experiencing an increase in seizure activity. The increase in seizure activity has been alleged to be due to the patient's generator reaching end of service. Battery life calculation performed on the generator showed 5.44 years until eos = yes. No medication changes have been made. No malfunction is suspected with the device by the physician. Surgery is planned but has not been scheduled yet.